Event description:
The pt's system was explanted due to infection.

Manufacturer narrative:
The explanted products were discarded by the medical facility and will not be returned for eval. A review of sterilization records for the ipg and leads found them to be satisfactory. This is the final report.